Event description:
Na.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The hakim valve (ID 823842) was returned for evaluation. Device history review: the product code 82-3842 with lot 123733 conformed to specifications when released to stock. Failure analysis: the position of the cam when the valve was received was at 40 mmh2o. The valve was visually inspected; no defect was noted. The valve failed the test for programming, pressure and magnets. The valve was leak tested and failed, leaked from the housing. The valve passed the test for programming, occlusion, reflux and siphonguard. The valve was dismantled and examined under microscope at appropriate magnification: biological debris was noted on the plate, ball seat and the ruby ball. Root cause analysis: the root cause for the reported issue, pressure issue and programming issue observed during investigation, is due to biologicals debris, as noted in IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting. Complications of implanted shunt systems include mechanical failure, shunt pathway obstruction, infection, foreign body (allergic) reaction to implants, and csf leakage along the implanted shunt pathway. The root cause for the leakage issue observed during investigation is due to human misuse, as noted in IFU: silicone has a low cut and tear resistance; therefore, exercise care when placing ligatures so as not to tie them too tightly. The use of stainless steel ligatures on silicone rubber is not recommended. Do not use sharp instruments when handling the silicone valve or catheter; use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823842) was implanted due to congenital hydrocephalus via ventriculoatrial (va) shunt in 2017 with unknown setting. In 2025, the patient developed ventricular dilatation. Shunt dysfunction was suspected, therefore, the device was explanted and replaced on (B)(6) 2025. Based on information provided it is unknown the specific shunt dysfunction.